Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The coil had kinks and offset coil winds along its length. Conclusions: evaluation of the first smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned in the hub prior to advancement, offset coil winds may result. During functional testing, the returned smart coil was able to be advanced through a demonstration microcatheter with minor resistance. These offset coil winds may have contributed to the inability to advance the device into the microcatheter during the procedure. Evaluation of the second smart coil revealed minor kinks on the pusher assembly. These kinks may have been due to forcefully advancing the device against the resistance experienced during the procedure. During functional testing, the smart coil was able to be advanced through a demonstration microcatheter with minor resistance issue. The pusher assembly kinks likely contributed to the small amount of resistance experienced during functional testing. The root cause of the resistance experienced during the procedure could not be determined. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00055.

Event description:
The patient was undergoing a coil embolization procedure in the internal maxillary artery (imax) using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance a smart coil from its initial position in the introducer sheath; therefore, the smart coil was removed. The physician then attempted to insert a new smart coil, but encountered the same issue. The procedure was completed using new smart coils and other coils, with the same microcatheter. There was no report of an adverse effect to the patient.